Manufacturer narrative:
(B)(4). Evaluation, results: visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. Conclusions : based on the complaint history and the evaluation of the returned product, it has been determined that the root cause of this event was due to physician's preference. The surgeon changed his mind and decided to implant a different model lens. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens in patient's left eye. After the lens was inserted, the physician removed the lens and decided to implant a non-staar toric 27.0 diopter lens. The lens was removed with no patient injury. The incision was not enlarged and no suture required. There were no issues with the lens, the physician preferred the toric lens model instead, it was a better fit for the patient. Surgeon's preference.